Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional health effect, clinical code 4582. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional health effect, impact code 4627. This is a follow up report to add this additional code. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code: 1863. Investigation findings code: 3221. Investigation conclusions: 22. The correct codes for this complaint are: medical device problem code: 2993. Investigation findings code: 4248. Investigation conclusions: 4310. This is a follow up report to correct this code. Correcting manufacturer narrative from : therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. To: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is not related to the performance of the device. We will continue to track and monitor the trend. This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss. Pt was not content with angulation of the implants. Patient demanded to have the implants removed. I obliged and dismissed the patient as a patient.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.